Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the lead could not be placed. The catheter was not used and another catheter was used for implant. No further information was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lead could not pass through the sheath catheter. The lead was not used and no further information was provided.